Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call on (B)(6) 2018 that the insulin pump has a blank display. Troubleshooting occurred to try and fix the problem and display returned. Blood glucose level at the time of incident is 42 mg/dl and was treated with glucose intake. Product will not be returned for analysis.